Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use foreign matter was found in the fluid path. The following information was provided by the initial reporter: material no: 309653 batch no: 1301788. It was reported fm there is some foreign material (looks flakey) near the tip of the syringe and adhered to the black plunger. This was brought to my attention by a compounding technician. She stated that after she discovered this issue, she quickly checked the rest of the inventory she had in the IV room and did not see any other impacted syringes.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. It was reported there is some foreign material near the tip of the syringe and adhered to the black plunger. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed. There are plastic particles at the bottom of the syringe barrel that are adhered to the rubber stopper. The inner wall of the syringe barrel also has drag marks and the retaining ring is damaged. No other defects or imperfections were observed. The two photos provided show the sample received. This defect could occur during the molding process if the syringe barrel was not ejected during the first attempt. Additional attempts could induce the drag marks and damaged stopper ring created the plastic particles. A device history record review was completed for provided material number 309653, lot number 1301788. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding process was performed. The settings were correct and parts were being ejected on the first attempt. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that during the molding process the syringe barrel was not ejected at the first attempt, it could have been at the second or additional attempts. This induced the drag marks, and damaged stopper ring creating the plastic particles. Verification of the molding process was performed. Settings were correct. Parts being ejected at the first attempt.